Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. The console was returned for evaluation and functional testing was performed. The console takes the user inputs for the bag size, and based on the remaining reservoir volume, it alarmed either ¿purge volume low¿ or ¿purge volume critically low¿ as intended. The purge pressure sensor accuracy does not meet the criteria. No issue found with the console hardware. Unable to reproduce the reported failure mode. Data logs were reviewed finding the remaining purge volume was 430.6 ml (the corresponding threshold limit was only 75 ml), the console still displayed ¿air in purge system ¿ alarm,¿ which was most likely due to leakage in the bag or cassette, and the bag might be dry. This aligns with the claim that ¿the purge bag and line has run dry,¿ the root cause of the purge bag and line has ran dry was most likely due to the leakage in the bag or the cassette. Though the remaining purge volume does not dropped below the threshold limit, the bag ran dry, most likely making the customer report that the ¿console did not alarm that purge volume was low.¿ in accordance with updated procedures, section d2 has been revised from the initial submission.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 68-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the staff had to de-air the purge line on two separate occasions during patient support due to the console not alerting them of low remaining purge volume. The automated impella controller (aic) was swapped because of the noted issue. There was no patient harm reported.